Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The issue was resolved after the customer, assisted by technical support, reset the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact support if the issue reoccurs.